Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. A 2.0 x 12 mm unspecified balloon catheter was used for pre-dilatation. A 2.25 x 12 mm xience xpedition stent delivery system was being advanced to the lesion; however, due to the heavy calcification, force was applied and the hypotube separated outside the anatomy. The stent delivery system was removed and another same size xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for hypotube separations from this lot. Based on the reviewed information, no product deficiency was identified.